Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant occlusion alarms which were not reproduced. The occlusion alarms were confirmed through a review of the event history log as downstream occlusion alarms. Evaluation found a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed an occlusion message. Any patient involvement, injury or medical intervention is unknown.